Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log by the presence of a "downstream occlusion!" Followed by "pump off" on the final day of customer use in the log. This may indicate that the device was unable to auto-restart following release of the occlusion during the evaluation, the downstream tubing guide was observed to be improperly shimmed. The downstream tubing guide was reworked.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.